Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer reused or refilled the cartridge. Tandem technical support educated the customer on proper load techniques. There was no adverse impact to the customer's blood glucose level. Customer will continue to use current cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.